Event description:
As reported, that during a procedure, a 10x20 powerflex pro percutaneous transluminal angioplasty (pta) balloon broke off in the patient. A snare was used to successfully retrieve the broken off balloon and no harm was done to the patient. The case was finished successfully. The device will be returned for evaluation. Additional information was requested but not provided.

Manufacturer narrative:
As reported, that during a procedure, a 10x20 powerflex pro percutaneous transluminal angioplasty (pta) balloon broke off in the patient. A snare was used to successfully retrieve the broken off balloon and no harm was done to the patient. The case was finished successfully. Additional information was requested but not provided. The device was returned for analysis. A non-sterile ¿powerflexpro 10mm2cm 135¿ was received coiled inside of a clear plastic bag. The product was unpacked from the pouch for evaluation. The balloon and the wire lumen were received with the distal section separated, and the separated pieces of the balloon and the inner lumen were not included. Two twisted conditions were observed on the shaft, located approximately 10 and 17 cm from the distal tip. No other outstanding details were noted. The separated area of the balloon was inspected with a vision system, revealing that the edges presented a uniform, clean cut with no evidence of elongation. It is assumed that the separation was caused by an unknown sharp object. The reported ¿balloon separated¿ was confirmed via device analysis and by visual analysis as received; however, the exact cause could not be determined. The device was returned with the balloon separated and the remaining portions were not returned with the product. Analysis revealed two twisted areas on the shaft suggesting excessive torque was used, the separated balloon area has a smooth cut with no evidence of elongations suggesting the balloon material encountered a sharp object from outside the balloon causing the separation to occur. It is likely vessel characteristics, although unknown, procedural factors and handling of the device contributed to the events reported as evidenced by device analysis. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or overdistend the selected artery. Warning: inflation at a high rate may damage the balloon.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, that during a procedure, a 10x20 powerflex pro percutaneous transluminal angioplasty (pta) balloon broke off in the patient. A snare was used to successfully retrieve the broken off balloon and no harm was done to the patient. The case was finished successfully. The device will be returned for evaluation.